Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too long, or installing the implant too deep. The most probable root cause is user error: improper implant size selection, using an implant that was too long, or installing the implant too deep, possibly exacerbated by poor imaging due to the patient's anatomical deformities.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient has a dysmorphic sacrum. The patient complained of radicular pain a year after the procedure. The surgeon determined that the middle-positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the middle implant using chisels. No other preexisting implants were adjusted or removed. The patient's pain complaints resolved following the revision procedure.